Event description:
Information received by medtronic indicated that the patient received battery failed alarms when customer changed the battery in the pump, customer noticed compartment is also cracked and damaged. Troubleshooting was performed no harm requiring medical intervention was reported. The product return is unknown.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that product was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black. Case type = ngp. Customer returned device for an alleged failed battery test and cosmetic damage at the battery compartment on august 08, 2022. Device assed displacement test, self test, active current measurement and sleep current measurement. Device successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running.low battery alert, power loss alarm, replace battery alert, replace battery now alarm or battery failed alarm noted during testing. The device downloaded history confirmed the device alarmed low battery alert on august 06, 2022 at 16:18:00.000, power loss alarm on august 11, 2022 at 11:11:40.000 and battery failed alarm on august 08, 2022 at 17:45:08.000 due to customer's faulty aa battery. The electronic assembly and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: cracked case behind the device at the battery compartment, broken battery tube threads, pillowing keypad overlay and keypad overlay texture damage. Device passed required testing. Failed battery test was not confirmed. Cosmetic damage confirmed behind the device at the battery compartment and battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.